Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
During g3 surgery, the set screw fell when the operating room staff peeled off the tyvek sheet of blister package of the nail. The procedure was continued with a new set screw and the procedure was completed without problem. The operating room staff mentioned that the sponge was attaching to the tyvek sheet when the tyvek sheet was peeled off.